Manufacturer narrative:
Device investigation details: a picture was provided by the customer to aid in the investigation. The picture was evaluated following biosense webster's procedures. According to the picture provided, the hub section was noted with blood residues and the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. During the procedure, fluid (saline solution) escaped from an unintended location of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve was broken. A second sheath was used to complete the operation. There was no adverse event reported on patient. Additional information received indicated that after withdrawing the inner sheath, blood flowed out of the hemostatic valve. The hemostatic valve (gasket) was not broken into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was about 150ml. After bleeding, it is replaced with a short sheath, no medical intervention required.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 31-aug-2022. The device evaluation was completed on 02-sep-2022. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. During the procedure, fluid (saline solution) escaped from an unintended location of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve was broken. A second sheath was used to complete the operation. There was no adverse event reported on patient. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).